Event description:
Reportedly, the instrument was difficult to remove due to an incomplete cutting. This resulted in a leak. They over sewed the anastomosis and performed a hartmann 1st stage. The colostomy was not intended.